Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6 coding has been updated to reflect the new information. Codes removed: d14 b20 c20 g02002 e3117 f12 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a patient regarding an external device. The reason for call was caller stated implant has been dead for 2-3 years and they attempted to charge it yesterday but are unsure if it's even charging. Technical service specialist (tss) walked caller through initiating passive recharge cycle and antenna locate was showing 23 when recharger was away from the implant. Caller stated yesterday they were only getting about 39-40 on the antenna locate screen and didn't see any damage to recharger. Caller confirmed they were able to palpate implant but patient stated they felt like implant has migrated down (patient didn't remember date they noticedthis). A few years ago, when patient was still using system, patient saw a rep to check "why it wasn't working or not working" and the rep stated patient needed a new charger and gave them a replacement. Patient's family member stated that where ins was placed was near where the patient had a deteriorating bone and therefore, the ins "fell" down. Patient family member mentioned working with two reps. Once recharger was placed over the implant, caller was only getting mid 30s-40, despite repositioning the recharger several times. Caller then saw software problem 1-intellis, 2-3.6, 3-58, 4-qf_new. Patient's family member stated that in december they saw hcp, because their legs/feet/back pain and graduated up into their neck and had a procedure done to make the "nerves dead". The issue was not resolved through troubleshooting. A request was sent to the repair department for recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a patient regarding an external device. The reason for call was caller stated implant has been dead for 2-3 years and they attempted to charge it yesterday but are unsure if it's even charging. Technical service specialist walked caller through initiating passive recharge cycle and antenna locate was showing 23 when recharger was away from the implant. Caller stated yesterday they were only getting about 39-40 on the antenna locate screen and didn't see any damage to recharger. Caller confirmed they were able to palpate implant but patient stated they felt like implant has migrated down (patient didn't remember date they noticed this). Once recharger was placed over the implant, caller was only getting mid 30s-40, despite repositioning the recharger several times. Caller then saw software problem 1-intellis, 2-3.6, 3-58, 4-qf_new. Patient's family member stated that in december they saw hcp, because their legs/feet/back pain and graduated up into their neck and had a procedure done to make the "nerves dead". The issue was not resolved through troubleshooting. A request was sent to the repair department for recharger.